Manufacturer narrative:
Sections with additional information as of 05-aug-2020: h10: complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for missing package item(s). Nurse is calling on behalf of the customer. Nurse stated when the sealed box was opened the truemetrix go meter was missing. Customer had received the product on (B)(6) 2020. Nurse stated that the box was not crushed and did not look damaged. The customer feels well and did not report any symptoms. No prior medical attention was reported.